Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 325 units of insulin during the load sequence. Reportedly, the customer was also using cold insulin and not removing residual air from the cartridge. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Cause was not known. The customer¿s bg was displayed in the 40 mg/dl range. Customer consumed carbohydrates to address bg level.